Manufacturer narrative:
(B)(4);. Date sent: 11/6/2025 see attachment.

Event description:
It was reported that a patient with history of reflux, hypertension, niddm type 2, copd, and hiatal hernia. Medical records provided state that after failing medical therapy, patient underwent laparoscopic hiatal hernia repair with 16 bead linx implanted on (B)(6) 2018 to treat symptoms. Postoperatively patient has had persistent nausea and vomiting with an inability to tolerate her liquids. Patient had an egd on postop day 3 with dilation of the area near the esophagogastric junction to 20 mm; however, this did not resolve patient's symptoms. On post op day 6 patient underwent a diagnostic laparoscopy with revision of hiatal hernia repair. The operative findings state ¿with probable obstruction of the distal esophagus by the bioa mesh and the anterior crural repair. The linx device was noted to be in appropriate position with good laxity and no indication of causing or contributing to an obstructive process.¿ patient had an egd in (B)(6) 2018 for dysphagia and heartburn which revealed la grade a esophagitis. Patient had another egd and bravo test completed in 2023 which revealed same diagnosis along with 1 cm hiatal hernia and pathology revealed barrett¿s esophagus w/o dysphagia. Patient was admitted to the hospital at the end of 2024 with increased burning pain in chest and severe epigastric pain with nausea and vomiting. An egd with dilatation was normal. Patient remained very symptomatic and underwent linx removal in (B)(6) 2025. Operative findings from the provided operative report include ¿disruption of linx and moderately large recurrent hiatal hernia¿.

Manufacturer narrative:
(B)(4). Date sent 11/6/2025. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 19223, and no non-conformances were identified. Additional information received: procedure date: (B)(6) 2018. The patient was a 58-year-old female who was brought in for hiatal hernia repair and placement of a linx device. She had a history of hiatal hernia with gerd. Patient is having some aspiration and complains of persistent hoarseness. She had to progressively advance her proton pump inhibitors and is taking dexilant due to the pain heartburn and sometimes regurgitation. Esophageal motility study is normal; demeester score 14.9. Barium esophagram marshmallow study is normal. During the procedure, the linx sizing device was utilized effectively and without complication. The pars flaccida was divided using the harmonic scalpel, after which the medial borders of the diaphragmatic crura were circumferentially exposed with the harmonic scalpel. The hernia sac was reduced, allowing 2.5¿3 cm of the esophagus to rest easily within the peritoneal cavity without tension. The linx sizing device was placed, indicating that a size #16 linx device would be appropriate. The procedure concluded with no evidence of hemorrhage or injury to any surrounding viscera, confirming successful device placement. Additional information was received from the op notes: procedure date: (B)(6) 2018 the patient was a 58-year-old female. The patient had undergone repair of large hiatal hernia on (B)(6) 2018. Postoperatively she has had persistent nausea and vomiting with an inability to tolerate her liquids. She had undergone an egd with dilation of the area near the esophagogastric junction. This did not resolve her symptoms. She was taken to surgery today for evaluation of the obstruction and to relieve it through revision of her hiatal hernia repair. The bioa mesh was trimmed to enlarge the opening, after which it was secured to the right and left diaphragmatic crura using separate 2-0 ethibond sutures. This allowed for reinforcement of the hiatus without exerting pressure on the esophagus. The linx device remained appropriately positioned on the distal esophagus, just proximal to the gastroesophageal junction. It could be easily expanded and demonstrated sufficient laxity, indicating it was not contributing to the obstruction. There was no indication to remove the device, and the procedure was converted to a partial fundoplication. The operative sites were thoroughly inspected and confirmed to be hemostatic, with no evidence of injury to surrounding viscera or signs of ongoing bleeding. Additional information was received from the op notes: procedure date: (B)(6) 2025. A 65-year-old female was brought to surgery for robotic assisted removal of her linx magnetic sphincter augmentation device with hiatal hernia. She is a known patient to our service, having previously undergone laparoscopic hiatal hernia repair with bioa mesh and placement of a linx magnetic sphincter augmentation device (webb) at (B)(6) hospital on (B)(6) 2018. (B)(6) 2023: la grade a esophagitis with 1 cm hiatal hernia. Bravo test in 2023; demeester score 32.3 her pathology revealed barrett¿s esophagus without dysplasia. She was admitted to the hospital with increased burning pain in her chest and sever epigastric pain with nausea and vomiting. (B)(6) 2024. Normal esophagus, dilated. Biopsies negative for metaplasia, dysplasia, or cancer. She remains very symptomatic and now wishes to proceed with removal of the linx and be converted to a fundoplication. Initial laparoscopic inspection of the peritoneal cavity revealed extensive omental adhesions to the anterior abdominal wall along with a few small bowel adhesions. Significant adhesions from prior surgery were present and were carefully lysed using the vessel sealer. The linx device was identified and appeared markedly tortuous. It was carefully dissected free from the surrounding adhesions to mobilize it. During the dissection, the distal end of the device was encountered, revealing a broken wire and disruption of the device. The dissection was then completed circumferentially, allowing for complete removal of the device. The operative site was carefully inspected and found to be adequately hemostatic, with no evidence of injury to the surrounding viscera. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.